Event description:
Caller reported a malfunction on the pump, displaying malfunction code 5. There was no adverse impact on the customer's blood glucose level. Customer support provided pump reset instructions and assisted the caller in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if the malfunction code reoccurs, and the caller acknowledged and understood these instructions.